Event description:
It was reported that after a software update the programmer failed to interrogate an implanted device. Technical services had the caller verify that brand of device was loaded onto the programmer. It was advised that the radio frequency head be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.